Event description:
Note: this report pertains to one of two resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution clips devices were used during a colonoscopy procedure for polypectomy performed on (B)(6) 2024. During the procedure, the clip would not be released from the catheter. Additionally, the same problem occurred on the other resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of would not release from the catheter.